Event description:
It was reported that, during a cori tka procedure, once the cutting phase was entered and the surgeon began milling the femur, a drill disconnect error occurred ((B)(4)). They followed the appropriate steps to re-enter the case but an internal error message displayed ((B)(4)). They powered down the cori and rebooted, but they were still unable to proceed with the case until they swapped robotic drills. No patient injury or other complications were reported.

Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The log files show an internal error had occurred after the system had went back to the handpiece connection state to load the bur after the reported ¿robotic drill cable disconnected¿ error. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a known software bug that is a result of an application software crash that can occur after a ¿robotic drill cable disconnected¿ error that occurred in bone removal stage, or the system has not yet recognized the handpiece when transitioning from a disconnected to connected state. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software. The internal error associated with (-2) is not the result of the same software bug described above. The user had re-entered the same case, where they then ran into a ¿system console is bad¿ error when loading the bur. After trying to load the bur is when the application software crashed and displayed the ¿internal error¿ message that is reported in (-2). Further investigation of the case files found that the logged events leading to the ¿system console is bad¿ was an unclear message to the user, where further analysis of the software related to this event will be conducted by the software engineering team. The internal error that occurred after the ¿system console is bad¿ error that forced the shutdown is also being further investigated by the software engineering team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. As part of corrective actions, analysis of the software related to the ¿system console is bad¿ error and the last ¿internal error¿ message is being conducted by the software engineering team. No further containment or correction is required at this time. D10: add concomitants.